Manufacturer narrative:
One device was returned for repair in used condition. This device has not been serviced in the past. Error log review found a system fault 41622 entry. Visual and functional testing was performed. Customer's reported problem of "error code 41622 occurred during volume testing" was duplicated. Motor test was run to verify error code. The motor was noisy and does not run. The cause is the motor. Replaced the motor to correct the issue. The device passed all functional tests after the repair.

Event description:
It was reported that error code 41622 occurred during volume testing. There was no patient involvement.